Event description:
It was stated that the insulin pump alarmed during normal use. It was stated that the customer also experienced high blood glucose levels of 400 mg/dl, with nausea, ketones and vomiting. The customer then went to the doctor for treatment of the high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.